Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b3, b4, b5, d4, g4, g7, h2, h3, h4, h6, h8, h10. Current repair: product evaluation: product review of the skin graft mesher sn (B)(6) by chemtronics on 4 march 2020 revealed that the comb was damaged. During the pre-test the skin sample was getting caught in comb and did not cut properly. Product repair: repair of the device was performed by chemtronics on 5 march 2020 2020 which included replacement of the following: comb (pnr6001810444). Additional repair included cleaning, reassembling, and calibrating the device the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the comb is bent in places, locking parts are stiff and is hard to open. Device is not grasping board and skin. Event occurred during surgery, no harm, no delay, no impact to graft. No additional information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the comb is bent in places, locking parts are stiff and is hard to open. Device is not grasping board and skin. No adverse events have been reported as a result of this malfunction.